Manufacturer narrative:
(B)(6). Visual inspection confirmed the reported complaint. The distal half of the screw was returned; the proximal half was not. Evidence of torsional failure was found, which indicates that the bone may have been harder than expected. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacture of the device can be established. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the distal tip of the anchor broke during insertion. The broken pieces were removed from the surgical site and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported. Report 1 of 2